Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 10/3/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any symptoms or medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 196mg/dl. The customer's expected fasting blood glucose test result range is 90 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 187mg/dl (B)(6) 2017 12:38 pm fasting:yes, 196mg/dl (B)(6) 2017 12:38 pm fasting:yes, 178mg/dl (B)(6) 2017 12:36 pm fasting:yes, 156mg/dl (B)(6) 2017 10:59 am fasting:yes, 191mg/dl (B)(6) 2017 10:38 am fasting:yes. Memory concerns:196mg/dl fasting.